Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: the customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe was missing the thumb press tab. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: we have a decent number of insulin syringes in h20 that are missing the tab at the end of the plunger to help draw it back.

Event description:
It was reported that the bd safetyglide¿ insulin syringe was missing the thumb press tab. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have a decent number of insulin syringes in h20 that are... Missing the tab at the end of the plunger to help draw it back."

Manufacturer narrative:
H6: investigation summary: customer returned an image of 0.5ml, 31 guage, 6mm sg syringe from lot 1343773, cat # 328447. The image shows the plunger rod is missing its thumbpress. The damage at the base of the plunger rod suggests it may have been cut or broken off. A review of the device history record was completed for batch# 1343773. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.